Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: h1 incorrect in initial report and should be malfunction.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a safe lock apd luer lock connector that was leaking. Upon follow up, the patient confirmed the reported fluid leak event occurred between the safe lock apd luer lock connector and the baxter icodextrin bag. Per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, cephalexin (dose unknown, intraperitoneal, one day). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using the cycler after tightening the connection. The patient stated the patient contact assisting during the treatment was left handed and may have loosened instead of tightened the connection. The patient is continuing with peritoneal dialysis on the original cycler without reoccurrence of the reported event. The patient confirmed that the adapter was discarded and not available to be returned to the manufacturer for physical evaluation.